Event description:
Pt was tested on 5/2/96 and 5/15/96 with negative results. She was treated for the first time on 6/26/96 to the fine lines above the lip, glabella and left nasolabial fold. On 10/22/96, the pt was seen in follow up. Edema and erythema were noted at all sites of facial treatment as well as both test sites (onset unk). The physician diagnosed a hypersensitivity and prescribed intramuscular kenalog.

Manufacturer narrative:
In follow up reports from the physician it is reported that the etiology of all systemic symptoms was never determined and would not be determined. The pt's local symptoms continue. Because of the duration of the local symptoms this is being reported as a permanent injury.